Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is surmised that it occurred because a failure occurred in the contact part of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source displayed b30 error. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.